Event description:
It was reported that a minimum fill notification occurred while caller was attempting to load a new cartridge with insulin. There was no adverse impact to the customer's blood glucose level. Caller loaded cartridge with 220 units of insulin, filled tubing with 21 units, confirmed usable insulin amount and continued using pump, and technical support assisted with loading cartridge and no further troubleshooting was needed.